Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform the occlusion, prime and excessive no delivery tests due to the error alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery on (B)(6) 2016 and blood glucose value was rising. Blood glucose level at the time of the air bubbles was 320 mg/dl and at the time of the no delivery alarm, it was 364 mg/dl. The customer also mentioned having air bubbles in the tubing. Customer stated that the alarm was resolved by a complete set change. The customer stated he did not rewind the insulin pump with a reservoir in place but insulin was not stored at room temperature. The customer stated the nurse suggested the insulin pump to be replaced and he made the request as well. The insulin pump was replaced and returned for analysis.